Manufacturer narrative:
Medivators clinical specialist observed the facility modifying and altering all their dsd-201 aer hook-up connectors for use in reprocessing endoscopes. This could potentially lead to cross contamination between patients or patient chemical colitis due to improper reprocessing of endoscopes. Medivators clinical specialist informed this facility the importance of using validated, manufacturer's hookups with the aer. Also, they were informed of the importance of replacing worn hookups with new hookups versus user modification. It is unknown how many endoscopes were reprocessed using modified or altered hookup connectors. There have been no reports of patient illness or injury. This complaint will continue to be monitored within the medivators complaint handling system.

Event description:
Medivators clinical specialist observed the facility modifying and altering all their dsd-201 aer hook-up connectors for use in reprocessing endoscopes. This could potentially lead to cross contamination between patients or patient chemical colitis due to improper reprocessing of endoscopes.